Event description:
It was reported that there was inadequate iodine in a minicap. This was discovered before patient use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 10.

Manufacturer narrative:
(B)(4). Device manufactured date nov. 19, 2014 to nov. 24, 2014. The device was received for evaluation. A visual inspection was performed and revealed iodine to be present in the minicap sponge. The reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.